Event description:
I noticed that my left breast looked a bit different and then later in the week became very painful and now I am off work due to the severity of the pain. Confirmed at doctor via ultrasound that I have a rupture of the silicone implant, no trauma just out of no where this happened. I have intense burning, stabbing, can't lift my arm above my waist, I am exhausted, my hair is falling out, swelling, the pain is spreading further through my body, my ribs, to sternum, to clavicle collar bone area and neck, stabbing gone left top of shoulder. I am in intense pain, dr has given me pain meds and muscle relaxers until I can attain a removal. However there is only 1 doctor in my area of (B)(6) county and everyone else south of me does not accept insurance or scheduled out months to get it. I need to have a total capsulectomy completed asap. My implants are allergen latrell smooth. Ultrasound confirmed rupture. Patient code: 1776, 1877, 2146, 2433, 4504, 4577. Device code: 1546. Ref: mw5186147.